Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Troubleshooting was performed and found occlusion coming from the cartridge. Customer successfully changed that cartridge and resumed insulin delivery with no further occlusions occurring. There was no impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.